Event description:
Hcp reported a return of patient symptoms. The patient experienced "some baclofen withdrawal" two days prior. The patient felt hot and cold, had nausea, increased spasticity and left foot pain. There was an increase in patient's complex regional pain syndrome (crps) symptoms at the left ankle and leg, burning and hypersensitivity. A pump dye study and an x-ray were performed. The cause of the event was the catheter was leaking at the "connector site" where the proximal and distal catheters come together. There was a break in the catheter at the proximal/distal connection. A revision of the catheter was done on (B)(6) 2012. The patient was hospitalized. There was no injury. The pump was delivering bupivacaine, baclofen and morphine.

Manufacturer narrative:
Catheter: model# 8709sc serial# (B)(4), implanted: 2008 (B)(6), explanted: unk. (B)(4).